Event description:
It was reported that the lens stack was used during an acl surgery and mid way through the case the surgical team lost the image, the color bars appeared on the screen and they were unable to get the imagine back. The camera was removed and re plugged in, the whole stack was turned off and back on, the camera was then re plugged in and the screen appeared with blue and purple lines. A backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of the product and no physical damage was observed. The complaint of video output malfunction could not be duplicated during the functional testing process. The camera head passed functional testing and 6 hour burn-in inside test video tower. All functions perform as expected and live video image was normal. The complaint of no image was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A relationship, if any, between the subject device and the reported event could not be determined. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.